Manufacturer narrative:
Additional information was received indicating the issue was found during yearly preventive maintenance inspection/testing.

Manufacturer narrative:
Device evaluation: returned device was received with damaged lens. No evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths cadd solis hpca ambulatory infusion pump displayed an unsatisfactory result after the delivery accuracy test was performed. There was no reported injury to the patient.